Event description:
Vasoview hemopro was being used to harvest leg veins for cardiac bypass grafts. The pa (physician assistant) using the device noticed a piece of blue plastic in the leg. The patient had never had any prior leg surgery. The piece was retrieved and compared to the hemopro device. It appears to be the same blue as the plastic inside the injection ports of the hemopro device. This piece was retained for inspection, along with the device.====================== health professional's impression======================the piece of plastic appears to be the same as the plastic inside the injection ports of the device. Could possibly be a piece that broke off of that port.====================== manufacturer response for hemopro endoscopic vein harvesting system, vasoview======================no response at this time. Will need inspection first.